Manufacturer narrative:
No product has been returned for evaluation nor were radiographs or images provided to confirm the alleged event. It is unknown if patients followed post-operative restrictions or suffered a fall. No patient injury reported. Based on information provided no root cause can be identified. Labeling review: "potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation." "Warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break." "Patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration well as to other complications."

Event description:
During literature review it was identified that between the dates of (B)(6) 2017 - (B)(6) 2019, 125 patients underwent a fusion procedure. Two patients were reported to have experienced instrumentation malfunctions when using reline.